Event description:
It was reported that during preparation for the procedure, the patient had been sedated using a general anesthesia. When the delivery device was being primed it was observed that no hot water or steam was being delivered through the device. The generator was turned off and on again, however the issue did not resolve. The delivery device was replaced with a second device. When priming the second device, error 235 (displays 235 low temperature (prime)) occurred. The generator was turned off and on again, but the device still would not deliver warm water or barely any steam/hot steam. The delivery device was then replaced with a third delivery device. The third delivery device was able to successfully complete priming. However, no warm water or steam could be delivered. The generator was turned off and on again, the lines were checked for bubbles, and the saline bag was changed from room temperature to water. However, the delivery device still could not be used. The delivery device was then replaced with a fourth delivery device. This device was also able to complete priming successfully. However, no warm water or steam could be delivered. The generator was turned off and on again, the lines were checked for bubbles, and the saline bag was changed from room temperature to water. However, the delivery device still could not be used. The procedure was then cancelled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.